Event description:
According to the report, the pt fell and hit her head against an electric meter box, whilst playing. Since then her impression of sound with her right ear cochlear implant has been much quieter. There is a visible swelling over the site of the implant. It is not possible for her to wear the coil. Testing shows the impedance on 8 channels to be more than double with previous measurements.